Event description:
Pt reports intermittent alarm beeps when attached to power module not battery. No alarms noted on display module.adm (B)(6) 2013 w/perc lead failure + outflow bend relief diconnection. Pump changed out on (B)(6) 2013.